Event description:
It was reported that the ventilator failed the pressure transducer test with message "excessive leakage" during pre-use check. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by the field service engineer (fse) and the reported failure was reproduced. The fault was found to be caused by the voice coil, which regulates peep (positive end expiratory pressure). The voice coil wire insulation was found crimped and the wire was pinched and broken. The damage was the result of the incorrect positioning of the wire; it was not correctly seated in the panel cut-out slot. Because the wire was out of place, it was crushed between the front cover and the panel edge, resulting in the reported damage. During design, the panel cut-out slot for this wire was done and it was judged as adequate at the time. It was then discovered that a cut-out alone was not enough, therefore a rubber grommet was introduced in 2003 to keep the wire firmly in place for new units. The rubber grommet is not a separate part it is an integrated part of the voice coil. The actual ventilator and voice coil were mfg before this measure, therefore did not have the rubber grommet. (B)(4).